Event description:
A report was rec'd that states that the inflation line of the tracheostomy tube became detached after an unk amount of time in situ. There was no report of incident related medical sequelae.

Manufacturer narrative:
Add'l MFR narrative: customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.